Manufacturer narrative:
Device evaluation update. Results of investigation: vyaire medical was unable to confirm the issue. Blower assembly was visually inspected and found no misuse or physical damage. Blower was installed on a known good bellavista test fixture and ac power was connected. When the power button was pressed, the turbine activated without a hitch during the startup pre-check. The unit turned on with no warnings and p assed circuit test. Started the default pressure a/c ventilation and let it run for 4 hours, after the cycle time, there were no alarms in the alarm banner. Blower reference calibration was completed, and the test was passed. Cycled the power several times to reproduce the reported issue. The bellavista unit always turned on without a fault. The root cause of the failure was not reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer began performing the insp valve test and reported that it was stuck. The customer was then instructed to turn the unit off and on again, insert the new pm filters, check the o2 sensor, and proceed. After starting up, there are two errors: 401 and 316. The problem could be a blower failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us had an alarm 401 - "inspiration valve or device leaky." Furthermore, there was no patient associated with this event.